Event description:
The following was reported via maude report (B)(4): the pt's daughter reported her mother who was at the time a new dialysis pt underwent dialysis on the next day was admitted to the ICU. Symptoms included low blood pressure/vital signs and a potentially infected hemodialysis catheter. The pt's daughter reported her mother expired while in the hospital. The date of the event is documented on the maude event report as (B)(6) 2013. It was reported the pt had been receiving granuflo during her hemodialysis treatment.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all info fresenius has received to date, ie: the MDR includes all info received to date. Based on the info provided, it is unk if the device may have caused or contributed to the reported event. A request for additional info including medical records has been requested but not received to date. Additionally, product identifiers and a sample has not been provided.